Manufacturer narrative:
A ge oec svc rep investigated the issue and found the isolation transformer needed to be re-strapped to appropriate voltage levels from facility power. Software was re-loaded and nodes flashed and also re-loaded. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy sys locked up during a procedure and required a reboot to restore function.